Event description:
The physician advanced the introducer sheath without the dilator or wire present. The introducer sheath penetrated the wall of the ivc and the filter was deployed between the ivc and the aorta.

Manufacturer narrative:
The device has not been returned for eval. The batch number is unk. No thorough investigation is possible. However, the customer reported that the dilator and the wire have not been used during the implantation procedure. The physician has not followed the instructions for use. The incident results from the user error.